Manufacturer narrative:
A ge representative evaluated the system and repaired a connector. System operates as intended.

Event description:
Customer reported, the system intermittently will not display an image that was taken. No patient injury was reported.